Manufacturer narrative:
G2: other -medwatch# mw5147744 h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare professional, risk manager) via manufacturer representative regarding a patient having interbody fusion. It was reported that while preparing the l4-5 disc space, the tip of angled curette broke off into patient's interbody spacer. Under fluoroscopy the surgeon removed the tip in it's entirity. There was no patient symptoms reported. No further complications were reported.